Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that four mentor tissue expander devices (two artoura breast tissue expander 500cc devices, one artoura breast tissue expander 535cc device, and one artoura breast tissue expander 700cc device) arrived damaged. The outer shipping box was severely damaged and appeared to be taped together. The damage to the device packaging was not noticed until the shipping box was opened. Device sterility was compromised. The four devices were destroyed and were never used in a patient. There was no patient contact. This medwatch report is for the fourth of four mentor artoura breast tissue expander devices.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. According to the information received, the implants arrived damaged and it wasn¿t noticed until they were opened. It was confirmed by fedex that they do not have registration of any issue that occurred during transportation. However, according to the serial numbers provided, the products had recent transactions and they have been shipped and returned multiple times, but they haven¿t been repacked or relabeled. Manufacturer¿s reference number: (B)(4).